Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was observed black and white with lines. The investigation is still ongoing. A follow-up will be provided when the evaluation is complete.